Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's ins was removed because it wasn't working right. Patient explained that since it was implanted it had given patient pain in their leg and back. Patient worked with their healthcare professional (hcp) who tried to program it every which way however could not resolve. Patient was eventually discharged by this hcp, and began seeing a different hcp who removed ins. No further complications were reported or anticipated.